Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) lead was over-sensing noise resulted in high ventricular rate episodes which was reproduced during provocation test. It was also reported that the lead exhibited unspecified damage. No intervention has been performed. The patient was in stable condition.